Event description:
Patient received in the ICU after open heart surgery with iabp inserted. The iabp was not functioning properly. The augmented pressure was 59 and systolic pressure was 100. Balloon volume on monitor was indicating only 2.5 cc for a 40cc balloon. Nursing staff could not auscultate balloon pump sounds in patient. Two separate balloon pump consoles were used to make sure console was not that problem. No changes were noted to suggest that the console was malfunctioning. Investigation and discussion of the incident included product rep. Rep identified that the wrong helium drive line had been attached to the iabp when it was inserted. The iabc kit is provided by arrow. Packaged within these kits is a datascope helium drive line for use with datascope pump consoles in addition to a specific arrow helium drive line. Datascope lines are not compatible with arrow console pumps, which is what is used at this facility.what was the original intended procedure?iabp inserted to facilitate optimal cardiac perfusion following CABG.device #1is this a laboratory device or laboratory test?no.